Manufacturer narrative:
(B)(4). Reporter's full name, complete address and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger was broken and torn off. It was also observed that the device failed pretests for check response of on/off trigger, check function of all modes and check proper function of the triggers. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during testing, it was observed that the battery handpiece device would stop and sometimes would keep going after it stopped. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.